Event description:
The customer has reported to the sales rep that the rim cutters screw/pin in the guides are bent and breaks during surgery. To proceed the surgery, they used a different rim cutter when they have additional in the same size available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.